Event description:
A olympus representative reported to olympus, the front panel lights kept flashing on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Olympus sales representative called olympus technical assistance center (tac) support to troubleshoot. Tac instructed to push in the scope detector switch. The olympus representative reported lights stopped blinking after he did that a couple of times. Follow up with the user facility is currently being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the scope detection bar inside the output connector consecutively being pressed/stuck. Olympus will continue to monitor field performance for this device.